Event description:
"The foot came off from the attachment" was stated on the repair order. On follow-up with the foreign distributor it was reported that the foot moved slightly and there was some heat generation during the surgery. No patient/user injury occurred.